Manufacturer narrative:
Other: device expired.

Event description:
Our office in another country was notified through afssaps that a patient experienced keratitis and resulting decrease in visual acuity after using an expired unit of private label multipurpose solution. The patient's eye and the solution in the patient's contact lens case were cultured and returned negative. Treatment details were not provided.